Event description:
It was reported that the lead had high impedance and a lead integrity alert was triggered. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product : d354vrg, implantable cardioverter defibrillator (ICD), (B)(6) 2011. (B)(4).